Event description:
It was reported by the customer that on (B)(6) 2010 the tip of the fiber burned and detached at 79,421 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported.